Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient was brought to the cardiovascular operating room, where the impella 5.5 device was removed. Immediately after removal, the arterial line on the same side lost pulsatility. A thrombus was suspected, and vascular surgery was consulted. An arteriogram was performed, which demonstrated adequate blood flow to the arm and hand, and a distal pulse was present. Based on these findings, the attending physicians decided not to intervene since the arm and hand were perfused. The patient was then returned to the cardiovascular intensive care unit with plans to monitor the arm and hand.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was unable to be determined due to insufficient clinical details.